Manufacturer narrative:
The device will not be returned for investigation.

Event description:
The event involved a plum 360 pump that the customer reporting failed while delivering an unspecified medication. The customer reported ¿during the piggyback mode, the medications that were supposed to dispense over a period of time were all dumped at once.¿ there was patient involvement, however no adverse event, and no delay in critical therapy.